Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("light pink stuff was constantly there when went to bathroom") and nasopharyngitis ("cold") and was found to have weight decreased ("lost weight"). The patient was treated with surgery hysterectomy on (B)(6) 2019. Essure was removed. At the time of the report, the medical device removal, nasopharyngitis and weight decreased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered medical device removal, nasopharyngitis, vaginal. Haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media information received. New event lost weight was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("light pink stuff was constantly there when went to bathroom") and nasopharyngitis ("cold"). The patient was treated with surgery (hysterectomy on (B)(6)). Essure was removed. At the time of the report, the medical device removal and nasopharyngitis outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered medical device removal, nasopharyngitis and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("light pink stuff was constantly there when went to bathroom") and nasopharyngitis ("cold"). The patient was treated with surgery (hysterectomy on (B)(6) 2019. Essure was removed. At the time of the report, the medical device removal and nasopharyngitis outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered medical device removal, nasopharyngitis and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event light pink stuff was constantly there when went to bathroom and cold. Added new reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.